Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection. The colon was sized. The anvil was placed into the colon, and the purse string was tied around it twice. The stapler fired uneventfully. The stapler was opened, but the surgeon met resistance when trying to remove it from the anus. The surgeon attempted to manipulate the stapler side-to-side in and out but it was caught. An additional attempt to pull the stapler out disconnected the anvil from the spike, leaving the anvil in the colon. In order to remove it, a colostomy was made in the proximal descending colon. The anvil was milked back to this incision and removed. Upon inspection, the two donuts were complete. The distal donut was caught on a misfired stapler that was not formed correctly. The anvil, probably did not tilt after firing due to the snag. The colostomy was closed with suture, and the surgeon created a diverting ileostomy. The patient is stable.